Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00057, on (B)(6) 2020. Additional information (B)(6) 2020: siemens reviewed the information provided and noted that after replacing the alpha-fetoprotein (afp) reagent kit lot and the parts, the issue no longer occurred. The immulite 2000 xpi instrument was verified by adjusting the assay multiple times. Siemens determined that the cause of the falsely depressed afp result is unknown. The customer is fully operational, and the instrument is working as expected. No further evaluation of the device was required. Section h6, investigation conclusions code, is updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and informed of the imprecision on quality controls (qc), and the falsely depressed result on one patient sample. A customer service engineer (cse) was dispatched to the customer site. The cse checked the following: dual resolution dilutor (drd), pipetting probes, carousel grounding, tube fittings, water and substrate pumps, washing station, photomultiplier (pmt) shutter, water test, substrate volume check, and noted no issues. The cse replaced the probes, detection printed circuit board (pcb) and cables, inline filters, and decontaminated the instrument. The cse noted no recurrence of the event, and the cause of the falsely depressed alpha-fetoprotein (afp) result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained a falsely depressed alpha-fetoprotein (afp) result on an immulite 2000 xpi instrument. The result was not reported to the physician(s). The customer used the same sample to perform repeat testing, and confirmed the correct result. The customer noted that repeat results were higher and correct. There are no reports of patient intervention, or adverse health consequences due to the falsely depressed afp result.